Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while the pump was being charged. Tandem technical support assisted the customer with clearing the alarm. Blood glucose was 100-200's mg/dl.